Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was successfully replaced. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. No additional adverse patient effects were reported.